Event description:
The customer, (B)(6), was using an ohmeda phototherapy light manufactured by philips burton (formally burton medical products). The customer communicated a complaint to (B)(6) who in turn provided philips burton with the following description of the incident; " 'spot light appears to be overheating.' Pt incident box on tag was checked for yes. Also, informed by doctor that unit possibly burned pt." (B)(6) reported that the light was properly maintained and the correct MFR's recommended bulb was in place at the time of the incident. Add'l info was requested from (B)(6) regarding the operating parameters of the unit at the time of the incident, and the possible injury. To date, no add'l info has been received. Philips burton intends to file a f/u MDR should add'l relevant info be forthcoming.

Manufacturer narrative:
This incident was originally reported on 12/03/2010 on voluntary form 3500. The purpose of this report is to submit the incident on the correct mandatory form 3500a.